Event description:
On (B)(6) 2013, it was reported that the patient was experiencing an increase in seizures. Diagnostics showed the device was not at end of service and was within normal limits. The pre-vns baseline levels were unknown; however, it was said that the patient usually has one to two seizures per year, and they were occuring more frequently now. No plans for surgical or medical interventions were made. X-rays were taken and sent to the manufacturer for review. Included were ap and lateral views for the neck and chest. Placement of the generator appears normal in the left chest, and the feedthru wires appear intact. The ability to see the lead is mildly compromised due to inconsistent brightness and contrast in the images. There does appear to be a strain relief bend and a strain relief loop, which are both placed as per labeling. Three tie-downs are present and appear to be placed as per labeling. There does appear to be lead behind the generator. There does not appear to be any gross fractures or discontinuities in the lead. There does not appear to be any sharp angles in the lead. The lead wires appear intact at the connector pin. Additional follow up with the physician found that the patient is experiencing periodic pain and discomfort near the lead site. The physician stated that it would be best to follow up with the patient and try to reduce the vns settings to see if this resolves the pain and discomfort issues. She said that she has considered scar tissue as a possibility for the cause, and thinks it is likely. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.

Manufacturer narrative:
Analysis of programming history.